Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ + pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from chinese: "the patient started using a single-use injection pen needle device from (B)(6) 2023 for "chronic kidney failure (ckd stage 3); type 2 diabetes mellitus" disease, and it was found that when exhausting , the needle did not discharge the insulin, and after repeatedly pushing 5 units of volume in total, there was still no insulin discharged. The patient had no discomfort. Solution: the insulin was discharged from the needle immediately after replacing a new pen needle."

Event description:
It was reported that the bd micro-fine¿ + pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from chinese: "the patient started using a single-use injection pen needle device from (B)(6), 2023 for "chronic kidney failure (ckd stage 3); type 2 diabetes mellitus" disease, and it was found that when exhausting , the needle did not discharge the insulin, and after repeatedly pushing 5 units of volume in total, there was still no insulin discharged. The patient had no discomfort. Solution: the insulin was discharged from the needle immediately after replacing a new pen needle."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.